Manufacturer narrative:
Since no photos or samples displaying the reported conditions of tubing defective / damaged and leakage were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. H3 other text : see h10.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore the tubing was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during the infusion process of a patient, it was found that the septum-needle-free closed infusion needle leaked, and the tube wall connected to the latex was dented, so it was replaced immediately.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore the tubing was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during the infusion process of a patient, it was found that the septum-needle-free closed infusion needle leaked, and the tube wall connected to the latex was dented, so it was replaced immediately.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.